Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control for level 1 co2_c were out of specifications. The siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the reagent probe 1 arm was bent. The cse replaced the reagent probe 1 arm, the sample dilution probe arm and the sampling pump. The cse ran quality controls, which passed. A siemens headquarters support center reviewed the service report and determined that the service actions were indicative of maintenance need at the time of event occurrence. No additional discordant results have been observed since the service visit. The cause of the discordant, falsely elevated co2_c result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat result was reported as correct result to the physician(s). There are no reports or patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.